Manufacturer narrative:
This complaint was originally entered as a quality complaint with no mention of alleged injury. On (B)(6) 2012, ivc legal forwarded a letter alleging the customer sustained a laceration to her leg, requiring 17 staples. Metal bar under seat allegedly broke at weld. File has been elevated to an adverse event. No RMA has been initiated for this issue. Consumer is a (B)(6) female.

Event description:
The consumer allegedly cut her leg on a sharp edge on the chair, resulting in a laceration that required 17 staples. Metal bar under seat allegedly broke at weld.